Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report #2183959-2011-00694. The pt was implanted with an ams perigee graft. It was reported that the pt has "suffered serious bodily injury, mental and physical pain and suffering." Add'l info indicated that the product caused the pt to suffer infection or inflammation, tissue abrasion and other severe adverse health consequences.